Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Further testing found the force required to secure door is above expected levels, and if not applied may not fully latch and cause unit to go into a door not fully latched alarm. The door hooks and latch pins were replaced.

Event description:
During baxter's device eval, the device was found to display a "door not fully latched" message. There was no pt involvement.